Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient) please specify - the needle was detached during use on the patient. The surgeon and scrub nurse could found the needle right away, but this might be a serious incident if the needle was lost inside patient¿s body. It was reported the issue happened several times, could you please confirm how many products detached? -the surgeon did not specify the exact number of product detached, but he said ¿several times, repetitively.¿ thus, he commented to change the whole quantity of the product lot number to other lot number. Did the event occur during one or multiple patient procedures? - multiple patient procedures what is the total number of procedures? -cannot confirm. Hcp is not willing to give this information. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - I cannot count the number of past complaint reports of this product. You may ask to (B)(4) or (B)(4). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - I will, if there are more similar event occur in the future h3 investigational summary: visual analysis of the returned sample determined that on broken needle at the swage area of product code w1756 was received. Marks on the tip and swage area due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: thirty-four packets of product code w1756 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, visual inspection was performed on thirteen samples, the packages were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, needle and suture detachment repeated several times. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify it was reported the issue happened several times, could you please confirm how many products detached? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2022. H3 investigational summary: three failed suture needles were submitted fractographic evaluation. The components were identified as product code w1756. It was requested that assess the fracture mode of the failures. A fracture was observed longitudinally at the suture attachment of samples a, b and c. The needles were cracked, but remained in one piece. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were difficult to examine due to the tight crack and the fracture mode was inconclusive. The evaluation revealed the fractures were tight cracks oriented longitudinally on the needle at the suture attachment. Due to the orientation of the crack and related lack of fracture evidence the fracture mode was inconclusive. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.